Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cannula folded upon itself during repositioning of the impella pump. Although the pump was able to reobtain proper positioning, the crease in the cannula was still visible just distal to the outlet/motor housing. Due to the noted damage, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.